Event description:
It was reported that four months after initial surgery patient experienced consistent pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If additional information becomes available, it will be submitted in a supplemental report.